Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition however it had a scratched screen. Analysts performed accuracy testing on the pump and the results were found to be within the control limit specifications of +/-3%. There was no fault found with the pump.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-9.1%). No patient was involved in this event. No adverse effects were reported.